Manufacturer narrative:
The initial reporter also notified the FDA. Medwatch report #(B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ extension set, 3 bonded maxzero¿ needle-free connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: lumen with blue clamp will not flush. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-may-2023. H6: investigation summary. One sample (model #mz9270, lot #21105557) was returned by the customer. It was reported by the customer that the product will not flush, specifically the lumen with blue clamp will not flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Each of the three ports on the returned set was connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of water. Two of the ports were able to be flushed. However, the port with the blue clamp was unable to be flushed. The custom complaint can be verified. The port was further examined under magnification where an occlusion could be observed near the top of the port. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. The root cause was determined to be that a flow test was not performed on the set. A quality memo was deployed for the personnel of the line involved about the correct process, on may 23, 2023. And a new quality alert was deployed in order to let personnel know about the customer experience, which was completed on (B)(6) 2023. No additional actions were taken for this failure mode. Nevertheless, customer feedback processes will continue to be monitored for any similar incidences, and any corrective actions will be implemented as appropriate. A device history record review for model mz9270 lot number 21105557 was performed. . There was a quality notification issued for the failure mode reported by the customer during the production build of this set for the lot number 21105557 as notification ID #(B)(4) on (B)(6) 2021.

Event description:
It was reported while using bd maxzero¿ extension set, 3 bonded maxzero¿ needle-free connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: lumen with blue clamp will not flush. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do.